Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on an unknown date. According to the complainant, the bristles of the hedgehog dual-end brush were found outside of the scope the manual cleaning process. The bristles were removed from the scope manually. The scope cleaning was completed with the original device. There was no patient involvement with this event.